Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00344. Follow-up identified surgical intervention was undertaken during which time both leads were explanted and replaced with new models. The issue is resolved.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-00344. It was reported the patient's cervical pns lead has migrated (date of event is unknown). As a result, surgical intervention may be undertaken as the next course of action to address the issue.